Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A service manager reported that on (B)(6) 2019, the a2079 mayfield infinity xr2 base unit broke. Additional information received on 31jul2019 indicating that they tried to fix the clamp in the operation table (ot) and fixed the head then suddenly it broke. The (B)(6) male patient was prepped for a neuro surgery tumor resection. There was no injury reported. There was a 30 minute surgery delay due to the product problem but there was no adverse consequence as a result of the delay. Another clamp was used to finished the surgery.